Event description:
The customer reported the ventilator alarmed during operation due to an oxygen device failed occurrence while operating at an fio2 40%. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source while set at 40% fio2 can be detrimental to a patient if this type of event occurs. The manufacturer's service technician was unable to duplicate the reported event, however verified an oxygen device failed occurrence in the ventilator diagnostic log history. The service technician replaced the gas delivery system as a precaution for the reported problem. Performance verification testing was completed and passed to specifications.

Manufacturer narrative:
Gas delivery system.